Manufacturer narrative:
Investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle broke off and got stuck on the insulin pen. The following information was provided by the initial reporter: "when rn opened the insulin needle, found old needle still stuck on the insulin pen."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. The customer's address is unknown. (B)(6), USA has been used as a default. The initial reporter also notified the FDA via medwatch # mw5114434. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle broke off and got stuck on the insulin pen. The following information was provided by the initial reporter: "when rn opened the insulin needle, found old needle still stuck on the insulin pen."